Manufacturer narrative:
Returned device was received for evaluation. During the evaluation of the device the customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that a patient reported IV site incident at home while cleaning the IV site, the line got pulled a little bit, two inches of blood in the line, she cleaned it and put 0.3ml remodulin mix from the cassette to clean the line since she does not live near a hospital that has remodulin and did not want to go to hospital or call the ambulance. Patient did this to clean the line and connected everything back and is feeling fine. Patient did not go to the emergency room or hospital. Also reported pump issue, two days ago pump: (B)(4), due (B)(6) 2021 was beeping saying no disposable, pump won't run. Patient said she took the cassette out and put it back, checked her tubing too and it worked fine for 20 minutes then the alarm came on again. No adverse patient effects were reported.